Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that during the implantation of the ventricular lead, the helix could not be extended normally. Additionally, pacing impedance was greater than 3000 ohms. Once the lead was placed in the patient's body, the helix could only be extended after 30 turns. Therefore, a replacement lead was utilized and implanted. No adverse patient effects were reported.

Event description:
It was reported that during the implantation of the ventricular lead, the helix could not be extended normally. Additionally, pacing impedance was greater than 3000 ohms. Once the lead was placed in the patient's body, the helix could only be extended after 30 turns. Therefore, a replacement lead was utilized and implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection identified the helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.